Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarm, the customer performed troubleshooting and the occlusion appeared to be related to the infusion set tubing. The customer changed the supplies on the pump. The customer's blood glucose (bg) level was 380 mg/dl and a bolus via the pump was delivered and the bg level had been lowered. As the supplies on the pump had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be determined.